Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that all of a sudden they were having urinary problems. It was not horrible like before, but it was not good. They had it at 5.1v and increased to 8.5v and didn't feel anything. No falls or accidents were reported. Additional information received. They reported that the device was not helping and they were unable to connect to make changes. They wanted to meet with someone in person to make changes. A manufacturer representative (rep) was notified. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Event description:
Additional information received from the patient stated that the cause of the lead to be questionable was not confirmed directly to them. The specific problems battery was approximately 51/2 years. The patient will need the whole system replacement. The steps taken to resolve the event was the change the programs. The patient stated that program 1 responded to urine and intestinal situation minimal. The device is still in used-somewhat.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3889-33, lot# va0yuwe, implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the battery was at 5 1/2 years old. The lead was questionable. A whole replacement was recommended. They will be scheduling a surgery date which is to be determined.